Manufacturer narrative:
G1: device manufacturer address 1: 1735-1 kinseicho yamadai aza numagatani. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adapter leaked. This was observed during use of the device for peritoneal dialysis therapy. The device had been in use for approximately one year. There was no report of patient injury or medical intervention associated with this event. No additional information is available.